Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-feb-2019 with the following findings: during investigation, the pump powered on with a blank display with audible and vibratory features functioning. The keypad response was not able to be tested due to the unrelated blank display issue. The keypad was removed and no evidence of contamination was found on the button contacts. No pump leaks were found during leak testing. The pump was opened and evidence of moisture corrosion was observed on the keypad connector and on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.